Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and device displayed an out of range shock impedance of zero ohms. It was suspected that electromagnetic interference (emi) contributed to the clinical observation. The shock impedances were noted to normally be in the 40-50 ohm range. There were no adverse patient effects. The system remains in service.